Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 27 mg/dl at the time of the incident. The customer was at 213 mg/dl at the time of the call. The customer was given glucagon to treat. The customer experienced symptoms such as confusion. The customer was wearing the insulin pump and was driving during the incident. The customer reported unresponsive buttons. Troubleshooting was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the dat test at 0.08750 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomalies noted during testing. However, intermittent button response noted during testing due to flattened dome switch on the up, down, esc and act buttons. J2 lcd connector was inspected and no anomaly was noted. Unit also received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.